Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 50-59 mg/dl. Low bg cause was not known. The customer's wife provided sugar shots and "pulled insulin out" and the customer consumed carbohydrates to address bg. Reportedly, the customer experienced bruises from falling due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.